Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 900sfc28 heart ring, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported by a competitor that the right atrial lead was dislodged. The dislodgement was noted post-operatively when the patient received shoulder replacement surgery and because the device had been programmed to a ventricular only pacing mode for a long time, it appeared that the dislodgement occurred previous to the shoulder replacement surgery. The physician elected to monitor the lead and it remains implanted, but inactivated due to the programmed pacing mode. No patient complications have been reported as a result of this event.